Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Per dealer, trouble getting the stability lock cylinder to work after replacing them. The right side caster would stay up off the ground and not go down. Says had to try many things to get it working. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.